Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing one year after the implantation. No further details are available. No adverse patient side effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.